Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on april 5, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. The ptfe pad was worn and partially torn. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially torn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a gastrectomy and in a gastric by pass, the subject device was used. The ptfe pad of the subject device was partially peeled at the beginning of the surgeries. The procedure was completed with a similar device. There was no patient injury reported. The two subject devices were returned to olympus medical systems corp. (Omsc) for evaluation. On april 5, 2017, omsc confirmed the following phenomena on the first subject device and the second subject device. The first subject device: the ptfe pad was worn and partially peeled. The coating on the outer surface of the jaw was worn and partially came off. The second subject device: the coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the coating damage of the second subject device. The reports on first subject device are going to be separately submitted.